Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. Guiding catheter resistance was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery (lad). Pre-dilatation was performed using a 2.5 x 15 mm and 3.0 x 15 mm balloon catheters. A 3.5 x 23 mm xience v was deployed in the right coronary artery. An attempt was made to cross the ostium of the lad with a 2.75 x 18 mm xience v; however, the device would not cross the lesion. While removing the catheter, there was some resistance noted inside the guiding catheter and upon removal a stent strut was noted to be damaged. The xience v was removed with some resistance due to the damaged stent. The procedure was completed after the failure to cross. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.